Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer seems to be having issues with the meter. Customer's blood glucose was 34 mg/dl and was given some apple juice. Customer's blood glucose was 240 mg/dl within a few minutes. Caller stated that this is unusual. Caller stated that there may be something wrong with the meter. Customer was transferred for further assistance.